Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, investigation concluded that the damage to the active tip was due to the tip of the device being mechanically flexed rather than any defect within the material of the component due to the polished and irregular appearance to the surface of the remnants of the active tip, indicating misuse. The damage to the heatshrink is due to the device being incorrectly loaded into the working element further indicating misuse. The instructions for use warns to not use the electrode tip to probe or manipulate tissues. Mechanical contact between electrode tips and tissues or other instruments may result in damage to the instrument.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2013 and an electrosurgical device was used. Prior to using on the patient, the surgeon noted the tip of the loop of the was broken. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02483. The same patient is represented in each medwatch.